Event description:
It was reported that when the needle was removed from the pt, the needle was cracked about 1/3 of the way up. The needle did not break off in the pt, it was intact upon removal with the exception of the crack. The dr was able to complete the procedure without any further difficulties.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. An analysis of the labeling found the following: caution - needles are not intended to penetrate bone. If resistance is encountered, verify needle position. Do not push into bone; this may cause needle to bend or break. Replace needle if cannula, or point, is damaged. (B)(4).